Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. Specific serial numbers were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information available, the customer reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that, two patients experienced post-operative inferotemporal visual field defects, and the physician suspects it was due to trauma from air flow from the infusion cannula during the air¿gas exchange, angled directly toward the superior nasal paracentral retina during vitreoretinal surgery using an ophthalmic operating system. Current condition of the patients is unknown. Additional information has been requested but is not available at the time of this report.